Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-105mg/dl fasting. Verified the strips expire 07/26/2017. Customer's confirms the strips are stored properly and was first opened the week of (B)(6) 2015. Customer performed back to back blood test, 346mg/dl and 324mg/dl fasting. Reviewed meter memory: see scanned table. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.